Event description:
Additional information received. It was reported there was no patient injury or hospitalization as a result of the event. It was also noted there was no hardware related to the event.

Event description:
It was reported that the patient had let her battery overdischarge several times. After the third overdischarge, the patient received an end-of-service / end-of-life message. The battery did not respond to the 8840 programmer and attempts at trickle charging were unsuccessful, so the patient was scheduled for surgery on (B)(6) 2012 to replace her rechargeable battery with a restore prime. When the battery pocket was opened during the replacement surgery, the hcp noted that there was pus in the pocket. Prior to the surgery, the patient had been asymptomatic for any sort of infection and it was noted that she had been implanted since 2005. The hcp removed the battery and extensions, and planned to treat the patient prophylactically with antibiotics and bring her back in 2-3 months for a new battery. Cultures were taken of the surgical site but the results were not known. It was reported that the patient was doing fine after the surgery.

Manufacturer narrative:
Lead model 3998, lot # j0564149v, implanted: (B)(6) 2005, explanted: unk; extension model 3708340, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012; extension model 3708340, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012; programmer model 37742, serial # (B)(4); recharger model 37752, serial # (B)(4).